Event description:
It was reported that the right ventricular (rv) lead was pacing at an interval lower than the lower rate at times. A lead fracture was suspected as an interrogation found an abnormal impedance value and when the patient would swing the arms around, oversensing was confirmed. The polarity on the lead was changed from bipolar to unipolar and a lead revision was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID sedr01 implantable pulse generator (ipg), implanted: (B)(6) 2009; product ID 4592 implantable pacing lead, implanted: (B)(6) 2003. (B)(4).